Event description:
Patient received vancomycin 1 gm intravenous (IV) infusion q12h over 90 min, experienced itchiness on body. Patient was told to hold all infusion while doctor (md) office is notified. Advised patient to use antihistamine to stop his reaction and go to emergency department (ER) if he experiences any pain or worsening of symptoms.